Event description:
When the surgeon was placing the foley into the patient's urethra and deploying the balloon the foley ruptured. The foley was removed from the urethra. The scheduled procedure for an artificial sphincter was abandoned. The patient was taken to the recovery room.